Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station clceast drawer 5 failed, unable to recover and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed that the main full height drawer 5 was not detected on the bus. The fse observed that drawer controller and module controller were completely disconnected. Both drawer controller and module controller boards were replaced, and the machine was booted successfully. After loading, the drawer was configured again, and the customer was instructed to run an inventory count and no issues were observed, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.